Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device broke during a surgery. There was no harm for patient, operator or third party reported. No further information received. Update 29-sep-2022: it was confirmed that the error occurred during an anterior cruciate ligament surgery on the (B)(6) 2022. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1978s-1 serial/batch number (B)(4) was received for investigation. Only the graft passing wire was returned for examination. Visual evaluation of the graft passing wire found that the strand braided nitinol wire is broken. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion/use.